Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported while trying to treat a perforation in the mid diagonal coronary artery, a 2.8x16mm rx graftmaster stent system was advanced to treat the perforation, inflated to 8 atmospheres, and partially deployed. Reportedly, the balloon was inflated to 8 atmospheres because the physician had concerns about placing a 2.8 stent in a 2.5 vessel. During withdrawal the graftmaster stent was not fully deployed; therefore, the stent migrated into the left main. A small unspecified balloon dilatation catheter (bdc) was advanced through the graftmaster stent, the bdc balloon was inflated distal to the stent and then the graftmaster stent was trapped between the inflated bdc balloon and the guide catheter. The whole system (bdc balloon, graftmaster stent, guide catheter) was removed without resistance from the patient. Pericardial effusion occurred which was successfully treated with a pericardiocentesis. There was a delay due to the stent migrating and the need to trap and remove the stent as described. A second 2.8x16 mm rx graftmaster was opened but the stent was not needed as the perforation was successfully treated by multiple 5 minute inflations with a balloon. The patient was stable and was transported to the cardiac intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, the IFU states: deploy the stent graft slowly by pressurizing the delivery system in 2 atmosphere increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.